Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Technical services (ts) discussed possible sources for the tones, and recommended the patient contact their physician. This device has been in service for approximately 5 years. The patient did not report any symptoms.